Event description:
The customer reported that she removed the pod because she had elevated blood glucose (bg) levels. When the pod was activated, her bg was 125 mg/dl. Two hours later, her bg was 280 so she gave herself a bolus. Two hours after that, her bg was at 350 so she gave herself another bolus. She waited an hour and when she checked her bgs again, they were still elevated. When she removed the pod, she noticed that the cannula was bent slightly and appeared to be pointing up slightly.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.